Event description:
An international customer reported an event of a "peroxide smell" (odor) emitting from the sterrad® 100 sterilizer. There was no report of any serious injury. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months ((B)(4) 2014) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months ((B)(4) 2013 to (B)(4) 2014). The dpmo does not portray a significant trend. The fmea (failure mode and effects analysis) revealed all risk priority number scores associated with vacuum subsystem parts or similar failures are within acceptable limits. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The asp fse performed a pm1 which includes the replacement of oil mist filter and the vaporizer plate and the unit was left in working order. The parts were replaced at the customer site. No parts were returned for further evaluation. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
Investigation summary: the system risk analysis (sra) shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is the filter replacement from the planned maintenance. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. Corrected data: correcting service history trend statement from "the service history for this unit for the past 6 months (04/10/2014 to 10/07/2014) did not reveal a significant trend." To "the service history for this unit for the past 6 months (04/11/2014 to 10/08/2014) did not reveal a significant trend."